Manufacturer narrative:
Concomitant medical products: dtba1d1 crtd, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was possible right ventricular (rv) lead loss of capture correlating with treated fast ventricular tachycardia (vt) episodes. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that it was determined that no loss of capture occurred. All leads were functioning normally and no intervention was needed.